Event description:
This lead was implanted on (B)(6) 2013 and was explanted on the same day due to patient death due to respiratory arrest associated with implant. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).